Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator change out procedure. Upon interrogation, the pulse generator exhibited noise. The device was successfully explanted and replaced. The patient was doing well post surgery and would continue to be monitored.